Event description:
Boston scientific received information that, during the implant procedure, this implantable cardioverter defibrillator (ICD) displayed undersensing. Ventricular fibrilation was induced with automatic gain control set to 1 milivolt. Undersensing was observed and the patient was externally rescued. The right ventricular (rv) lead was repositioned to the rv apex. Ventricular fibrillation (vf) was again induced and successfully converted the patient. No other adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.